Event description:
It was reported that patient had right hip implanted some time in 2009. Two years ago patient started to experience pain, swelling and clicking sound.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown right hip. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Remains implanted.